Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It was reported that the anesthesia device turned off in the middle of the procedure. Further it was reported that there was a lowering of the patient's clinical parameters at the time the device turned off, the patient subsequently recoverd and no life threatening injury, no damage or permanent impairment occured and no medical intervention was required. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the anesthesia device turned off in the middle of the procedure. Further it was reported that there was a lowering of the patient's clinical parameters at the time the device turned off, the patient subsequently recoverd and no life threatening injury, no damage or permanent impairment occured and no medical intervention was required. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
For the investigation the logfile was analysed. The described problem could be retraced. On the date of event during standby, the device generated a power failure alarm as the power supply from the infrastructur failed. The device continued operation in battery mode as specified. Nevertheless, a therapy was started in the following. After some minutes of ventilation the device alarmed with battery (very) low and turned off. Some minutes later mains was connected again and the device was operating as specified. In the case of a power supply failure operation will be continued in battery mode while appropriate alarms (power failure/power supply failure) are given. The remaining battery capacity is shown in the status display. If the battery falls below the 20% and 10% mark, additional alarms are generated (battery charge low/battery charge very low). In the case of a complete failure of the device, automatic ventilation is no longer possible, electronic gas dosage as well as device and patient monitoring are out of function. An acoustic alarm is given (continuous alarm tone generated by the secondary alarm system), indicating the failure to the user. Continuation of therapy remains possible by using the o2 safety flow (electronically controlled gas mixer) or the flow control valves (mechanically controlled gas mixer) for a manual ventilation. All alarms, possible causes and remedies are described in the instructions for use. The logfile review revealed no indications for a technical malfunction of the device in question. However, according to the logfile records, the battery pack was already outdated.